Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy of uterus procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing the myomatous fossa. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 05/11/2020. Additional information: d4, d10, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/15/2020. Additional information: h6. Additional h3 investigation summary: it was reported breakage suture. One empty open foil and one re-parked used needle-suture piece of product code vcp359, lot pb7886 were received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.